Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter ac.t diff 2 analyzer generated vacuum errors. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the baths were overflowing due to a plug in the waste line. The fse replaced the vacuum fluid barrier and cleared plug from the waste line. The fse verified the repair was performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
This report is one of three reports related to three reportable events that occurred on three different days. This report is related to MDR#1061932-2012-00046 and 1061932-2012-00048. Bec identifier for this complaint is (B)(4).